Manufacturer narrative:
The product was returned for analysis. Intraocular lens (iol) returned loose and in 2 segments inside a bag with piece of surgical foam. Solution is dried on the iol. One haptic is scratched/marked-rejectable, the other haptic is intact. The optic is torn/split-cut dividing the iol in two, the optic is cracked/fractured with a piece missing and scratched/marked-rejectable. No other observations. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, it was noticed that the computer distance isn't clear, shadow/glow around letters for patient. The iol was exchanged for different diopter another company lens. Additional information has been requested.